Event description:
It was reported that during the first pre-dilatation with the voyager nc, the balloon ruptured at 12 atmosphere. A non-abbott dilatation balloon was used to complete the procedure. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as 90% stenosed and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the eval in determining a cause for the experienced rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Although, there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.